Event description:
It was reported that the camera head was not showing an image on the screen. The issue was identified during inspection for use. There were no reports of patient harm

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.